Event description:
It was reported to philips that the device does not recognize the paddles. There was no reported patient involvement. Philips remote service engineer (rse) assisted the customer and it was determined that this was a malfunction of the paddles. The customer was provided with a quote for replacement paddles. The device remains at the customer's site. No further action is warranted at this time.